Manufacturer narrative:
The investigation of low pump flow has been completed. The product and data were not returned for review. Based on clinical description, the root cause of low flow was most likely due to patient condition. E4 should have been left blank on manufacturer device report 1220648-2024-24476.

Event description:
The complainant reported the patient had two impella cp implants, the first one, prior to this complaint, had low pump flows so a second impella cp was implanted (this complaint). The second impella cp had low pump flows as well. The decision was made to withdraw care and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."